Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine and with juvéderm® volux¿. Approximately one year later, the patient was injected with juvéderm® volbella¿ with lidocaine in the ¿tt1 0.15, tt2 0.1, tt3 0.25¿. The patient was pre-treated with arnica. About one month after the last injections, the patient experienced ¿bilateral periocular edema and induration, more pronounced under the left eye, with morning characteristics that in some cases persist throughout the day. No edema is observed in other areas.¿ one week later, the hcp assessed the patient which there was ¿no edema, induration, nodule, or granuloma observed.¿ about another week later, the patient consults ¿again for bilateral periocular edema without phlogistic signs, hyperemia, or hyperthermia.¿ the patient is treated with ¿corticosteroid therapy (deflazacort) and immunomodulatory antibiotic (doxycycline).¿ two weeks later, ¿the immunomodulatory treatment regimen ends with partial improvement; edema persists in the le.¿ two weeks later, the patient had a complete blood test and ultrasound. The blood test was normal, and no alarming ultrasound findings. One day later, the patient was treated with hyaluronidase. Approximately two weeks later, the patient was treated again with hyaluronidase with no change. ¿ther is no longer edema, but a hard and rigid structure of a few millimeters is palpable in the internal region of oi.¿ induration is ongoing.